Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was obvious tension and greater resistance during the push-up process. The device jumped during deployment. The tip of the catheter moved during deployment. The cause of migration was not determined, considering stress deployment under tortuous path.

Event description:
Medtronic received information that a ped pipeline migrated during deployment. The surgeon used ped-425-30 to treat a large aneurysm in the ophthalmic artery segment of the left internal carotid artery. The vascular access was relatively tortuous. The stent was deployed at the target vascular location. During the deployment process before the distal end was fully opened, the system slipped and herniated into the aneurysm. The surgeon tried to push the system up to place again, but after more than 20 minutes of attempts, it was unable to be pushed to the distal end. The surgeon had no choice but to remove the system and replace it with the stent ped-450-25 for surgery. The surgery was successful. Considering the tortuosity of blood vessels, after the tension accumulated and deployed, and caused migration. The pipeline was prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneursym in the left opthalmic artery. The max diameter was 11.98mm and the neck diameter was 6.5mm. The distal landing zone was 3.25mm and the proximal landing zone was 4.35mm. Vessel tortuosity was moderate. Angiographic result post procedure was slowed blood flow. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported. Ancillary devices: phenom27 lot: 227259329

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer report of ¿movement during deployment¿ was not confirmed. No damage was found with the returned pipeline flex. The root cause could not be determined. Possible causes include vasospasm, vessel tortuosity, catheter kickback, and incorrect braid sizing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.